Manufacturer narrative:
Evaluation summary: it was caused due to the insufficient reprocessing of the nozzle at the hospital. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. A/w nozzle clogged this complaint was submitted to late from our field technician there is no further information available.